Event description:
Hosp reported that a 46 year pt underwent emergency bypass following a serious bicycle accident which resulted in a traumatic thoracic aneurysm. Air was noted entering the bio-pump by what was believed to be a failing suture around the cannula. Hosp personnel indicated that the bio-pump pumped air originating from the suture site. The decision was made to terminate the case. The pt expired.